Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient¿s physician determined that the pain was being caused by something unrelated to the system. The physician performed an exam to try and identify more specifically where the pain was coming from. The physician moved the battery around a lot and could not cause this pain to repeat from the pocket. The physician elected not to take an x-ray. It was noted that the issue was not resolved, but the manufacturer was no longer involved. The manufacturer representative mentioned that the patient had lost considerable weight. No further complications were reported or anticipated.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that patient is feeling very sharp, jabbing sensation around the ins site. Rep stated sensation occurs whether the ins is off or on and happens when the patient sits down on the ins. Rep stated ins has been off for over a week now and patient still feeling sensations. Fall could be related to this issue. Patient had a fall but patient did not think they fell towards device. Rep indicated that patient did not think the fall coincides with the sensation but could not remember. Rep tested impedance at 0.7 v and everything appeared fine. Had rep re-run impedances at 1.5 v and everything appeared normal and ranged from 400-600 ohms. System appeared to be functioning appropriately and recommended physician examine pocket site for any issues as the fall may have caused the ins to shift in the pocket. Suggested an x-ray to see if any visible changes to the ins orientation are present. No further patient symptoms or complications were reported in this event.